Event description:
It was initially reported that a monitor was losing dvi intermittently when the arm is moved around. Investigation revealed that the yoke had a broken weld which caused the monitor to lose signal intermittently.

Manufacturer narrative:
There was no patient involvement thus, no patient data exists. There is no established expiration date for this device. Actual device was evaluated in the field on 01/21/2010. Device manufacture date is unknown at this point in time. Upon evaluation, it was determined that the triggering event for signal loss in this case occurred because of an insufficient weld on the universal flat panel yoke. The universal flat panel yoke holds the monitor to the suspension. The root cause is a lack weld on the component which is welded at the contract manufacturer. There were no adverse effects as a results of this malfunction. Through testing, we have confirmed that the monitor will not fall to the ground if a weld fails, but there is a potential for adverse consequences if the monitor were to fall a few inches because it could injure a user by falling on their head or other upper body extremity. This is not a single use device.